Manufacturer narrative:
Concomitant medical products: 7304326 300-01-13 - equinoxe, humeral stem primary, press fit 13mm a091873 315-35-00 - glnd kwire 6917199 320-01-42 - equinoxe reverse 42mm glenosphere a127824 320-10-00 - equinoxe reverse tray adapter plate tray +0 a055509 320-15-01 - eq rev glenoid plate a085158 320-15-05 - eq rev locking screw a051973 320-20-00 - eq reverse torque defining screw kit s365062 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm a068509 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm a118375 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm s345990 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm a116183 531-78-20 - shouldr gps hex pins kit a116189 531-78-20 - shouldr gps hex pins kit additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a male patient, initial right shoulder implanted on (B)(6), 2022, underwent a revision procedure on (B)(6), 2023. The patient presented with infection. Not related to exactech¿s implants. The poly was revised for infection prevention. There was no wear to the implant noticed. There was no breakage of device or surgical delays reported. The patient was last known to be in stable condition following the event. The device is not available for return. Reason was not reported.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues, finished product release was reviewed. The cause of surgical revision cannot be conclusively determined, clinical information was not provided; however, it is most likely related to the patient¿s underlying condition - due to patient illness, unique anatomy, or other condition that impacts the performance of the device. It was stated that the patient infection was not related to the implants by the reporter of the event. These devices are used for treatment not diagnosis.